Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were discovered to be contaminated.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were discovered to be contaminated.

Manufacturer narrative:
Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0345995 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per our internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to typical levels. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint was received on batch 0345995 for contamination. Retention samples from batch 0345995 were not available for investigation. No returns or photos were provided for investigation of this complaint. However, returns from batch 0345995 from another customer have confirmed contamination. This complaint can be confirmed. Bd will continue to trend complaints for contamination.